Event description:
It was reported that during a thyroidectomy, the device cut but did not coagulate. It was reported the patient lost 1 liter of blood, no tranfusion occurred. The case was completed using cautery with no other patient issues but the patient was kept overnight.